Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed a red, itchy irritation under the back left therapy electrode that turned into blisters with pus. The patient's physician recommended benadryl and a type of pad for the irritation. The outcome of the irritation is unknown.